Event description:
It was reported that the atrial lead has had isolated pacing impedance spikes of greater than 3000 ohms ((B)(6) 2013, (B)(6) 2014 and twice in the past 2 weeks). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6949-58 defib lead implanted: 2004 (B)(6); 4193-78 non-defib lead implanted: 2004 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.